Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple temperature alarms occurred while the customer was sleeping. Pump was in "normal" room temperature. Customer's blood glucose was 162-180 mg/dl. Customer reverted to using an alternate method of insulin therapy.